Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant the patient has not been getting therapy relief. Caller said they spoke with someone who told them that there are other programs and options to try with the ins. Caller said they don't know anything about the programs and need more education. Caller said all they know how to do is increase stimulation to a comfortable level and then they decrease stim if the patient is feeling uncomfortable stim. Patient services specialist reviewed therapy information and general programming guidance with the patient. Also reviewed function of programs, how to change programs and adjust stimulation. Caller successfully connected to patient's ins, changed programs and increased stim to a comfortable level. Patient representative said they called representative and left a voicemail for them to call the patient back but they haven't heard back yet. Caller said someone told them that rep, meghan, would call them if they needed assistance. Emailed field staff to notify them of situation. Additional information was received on 2023-oct-09, caller called back and reported that since the last phone call, the patient has not had improvement despite increasing the stimulation and they are tired of getting up to change the and wash all the sheets, mattress pads, and pads. Caller repeated same info about lack of training/education. Explained programs and changing pr ograms. Patient rep called back in regards to a continuation of therapy issues documented in this case and after charging the external equipment. Caller was asking for therapy guidance. Reviewed general therapy guidelines and expectations and reviewed functionality of different programs. Caller said they will try another program and continue to try and optimize therapy for relief. Additional information was received on 2023-dec-12, patient rep called back and reiterated the therapy hadn't helped with the patient's "urine". The caller stated that about a week ago, they saw the patient's managing health care provider (hcp) and the hcp advised for them to try turning the ins off for a week so that's what they did. Thecaller stated the patient didn't notice a difference with their symptoms at all with the therapy off. They called today for assistance in turning the therapy back on. Patient services walked the caller through connecting to the patient's settings. The therapy was already on. The caller then clarified. They stated they connected last night to turn the therapy on and they did but the patient felt like an "electrical shock" in their body so the caller pulled the communicator away from the implant site and decided to wait to call patient services this morning for assistance. The caller stated they must not have turned the stimulation off at that point and that they'd only just pulled the communicator away from the site. The patient stated the stimulation was a little uncomfortable still so the caller decreased the stimulation to a comfortable level where the patient felt it in the bike-seat. Patient services reviewed therapy expectations, device description/function with the caller and programming considerations. The caller stated they had never understood what the programming/settings meant and that the last time they were at the doctor they were ready to tell them to take the whole thing out but now they stated they understood the programming and that they were ready to begin monitoring the patient's symptoms again. The patient and caller were going to monitor the patient's symptoms and keep track of the settings and switch to a new setting if need be. They stated they'd call back if they needed further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was resolved and no further action would be taken.